Event description:
It was reported that a balloon rupture occurred. The severely calcified in-stent restenosis was located in the left anterior descending (lad) artery. A 2.25 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the balloon failed to cross and ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: the device was returned for product analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the balloon identified an 8mm tear along the distal section of the balloon body and therefore the balloon could not be inflated. In addition, underneath the balloon material the inner lumen was stretched. No other device issues were identified during returned product analysis. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition, as the complaint reported the device failed to cross the lesion due to calcification. This code was selected as the most probable complaint cause based on the information available. Based on the reported event details, the balloon tear and inner lumen damage noted during product analysis most likely occurred due to an interaction with the balloon and the severely calcified left anterior descending (lad) artery.

Event description:
It was reported that a balloon rupture occurred. The severely calcified in-stent restenosis was located in the left anterior descending (lad) artery. A 2.25 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the balloon failed to cross and ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.